Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation and correction to h4. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the foreign material was insufficient cleaning. The component analysis was conducted for the clear foreign material sent which adhered to the instrument channel outlet of the distal end section. As a result, a component which was assumed to be lens cleaner was detected. It is unknown whether the foreign material residue point had physical damage. The cause of the foreign material remaining is presumed that a mixture of remnant of lens cleaner which could not be removed in reprocessing and water which remained in the channel dried around the instrument channel outlet of the distal end section. Therefore, presumably, it was recognized being like a lid. Clear deviation from IFU (instructions for use) in the reprocessing method in the subject facility was not observed with information in ¿questionnaire for foreign material related complaint¿. So, the causal relationship between the subject event and the reprocessing method is unknown. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus and is pending evaluation. The foreign material found has been attributed to insufficient cleaning. The customer had performed high level disinfections on the device before sending it in for repair by brushing by hand and washing in an oer-3. The foreign material had not been cleaned, disinfected or sterilized. It is unknown if the customer has any idea about the nature of the foreign material or if there was delay in the start of the precleaning or abnormalities in the accessories used for reprocessing. The investigation is ongoing and follow-up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
Olympus was informed that during an onsite visit, it was observed that a highly viscous, transparent material resembling jelly had covered the forceps channel opening of the colonovideoscope. No patient infections or injuries reported.